Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, two (2) tubes were missing a barcode label. There was no health impact or consequences reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3152730 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on batch 3152730 for labels. Retention samples from batch 3152730 (100) were available for inspection. There were no missing labels. There were two (2) photos submitted to assist with this complaint. The first photo shows two tube without labels. The second photo shows a carton from batch 3152730 with expiration date 2024-12-01. There were no returns for this complaint. This complaint can be confirmed. No complaint trends for this defect have been identified for this product; no actions are identified at this time. Bd will continue to trend complaints for defects.